Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Since the actual product was not sent to the plant, it is not possible to identify the root cause, but it is speculated that a spark occurred when high-frequency cauterizing current was applied while the tip of the treatment tool was very close to the tip of the endoscope, causing damage to the tip. The event can be detected and prevented in accordance with the following instructions for use (IFU). There is a warning in chapter 4, "usage," of the gif-h290t instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited tip cover discoloration. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.